Manufacturer narrative:
Review of the device history record (DHR), and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via e-mail that upon removal the tampon gets stuck, and the pledget rips apart when it is halfway out of her vaginal cavity. She reported that this has happened with multiple tampons in the box. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.